Event description:
It was reported that a no output condition had occurred with the pt. The pt reported that in 2006, the device started to be intermittent. Then one day he realized that he could not hear anything with his audio processor on. He went to visit his acoustician to have his ap checked. The acoustician found the ap to functioning properly. The pt was seen in 2006 by a staff member. The ap was found to working properly. Testing was done and functional gain showed no significant difference between the unaided and aided thresholds for warble tones in soundfield. Rtf test was done and no response was obtained.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned for evaluation. When available, a device failure analysis will be submitted as a follow-up report.